Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The doctor removed the sonicfill restoration and repeated the procedure during the same visit, without further incident. To date, the patient is doing fine. A depth of cure and curing test per tip were performed on the returned device, yielding results within specifications. A DHR review revealed that there were no deviations within the manufacturing process. In addition, no similar complaints were received with regards to this lot.

Event description:
A doctor alleged that approximately seven (7) patients had experienced their restorations not fully polymerizing after placement with the sonicfill product. This is the third of seven (7) reports.